Manufacturer narrative:
A2: age at time of event - 18 years or below. Device evaluated by MFR: mustang 6.0 x 60, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. A leak test could not be carried out due to severe damage to the shaft of the device. The markerbands and tip of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be severely stretched/damaged and kinked beginning approximately 10mm proximal of the proximal markerband and extending approximately 120mm proximally across the shaft. This type of damage may have occurred due to resistance being experienced and excessive force being applied when attempting to remove the device from the sheath.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the upper limb. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was at most moderately tortuous and at most moderately calcified. The device was completely removed by simply pulling it out.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the upper limb. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was at most moderately tortuous and at most moderately calcified. The device was completely removed by simply pulling it out.

Manufacturer narrative:
A2: age at time of event - 18 years or below. B5 - updated event description.

Manufacturer narrative:
Age at time of event - 18 years or below.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the upper limb. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.